Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 11 months post implant of this 31mm mitral bioprosthetic valve it was explanted and replaced due to stenosis as a result of endocarditis. Another 31mm mitral bioprosthetic valve was placed, however the gradients were high due to left ventricular outflow tract (lvot) obstruction that was caused by improper alignment. Therefore, during the same procedure the surgeon elected to remove the 31mm valve and replace it with a non medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 11 months post implant of this 31 mm mitral bioprosthetic valve it was explanted and replaced due to stenosis as a result of endocarditis. A second 23 mm mitral bioprosthetic valve was placed, however the gradients were high due to possible left ventricular outflow tract (lvot) obstruction, so the surgeon elected to remove the valve and replace it with a non medtronic valve. No additional adverse patient effects were reported.